Manufacturer narrative:
Image evaluation summary: the images capture the previously deployed resolute onyx des implanted in the ostium circumflex artery. A thrombosis is visible within the deployed resolute onyx stent. The next images capture unidentified balloon devices treating the thrombus. The ostium circumflex artery is visible after treatment, with no evidence of thrombus from the images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the initial procedure, one resolute onyx drug eluting stent was used to treat a non- tortuous and non-calcified lesion, located in the ostium circumflex artery, exhibiting 100% stenosis. The lesion was diffuse. The lesion showed evidence of thrombus and mild angulation. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. The stent was deployed to a max of 11 atms, 1 inflation. There is no alleged product issue. Approx 1 day later ((B)(6) 2017) the patient had thrombosis in the stent. Ostial showed 95% stenosis. The lesion was discrete. High pressure balloons were used to treat the thrombosis. The patient had a cardiac arrest within the last 24 hours of the procedure to treat the stent thrombosis. The patient is reported as being alive without injury.